Manufacturer narrative:
(B)(4).

Event description:
I had a serious problem using it /I put it in and woke up 3 hours later and had the weirdest sensation in my mouth like there were cobwebs [accidental device ingestion]. I had a serious problem using it last night [adverse reaction]. The weirdest sensation in my mouth like there were cobweb [oral discomfort]. I took another dose and woke up 3 hours later my mouth is incredibly dry [mouth dry aggravated]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number w3h221, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene oral balance gel (aroma). On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced accidental device ingestion (serious criteria gsk medically significant), adverse reaction (serious criteria other: yes), oral discomfort and mouth dry aggravated. Biotene oral balance gel (aroma) was continued with no change. On an unknown date, the outcome of the accidental device ingestion, adverse reaction, oral discomfort and mouth dry aggravated were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene oral balance gel (aroma). The reporter considered the adverse reaction, oral discomfort and mouth dry aggravated to be related to biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received via call on 21 march 2019. The consumer reported that, "I had a serious problem using it last night and I wanted to report it to you. I've been using it for a long time. I put it in and woke up 3 hours later and had the weirdest sensation in my mouth like there were cobwebs. I took another dose and woke up 3 hours later my mouth is incredibly dry. Could you tell me have you ever heard about this before." Consumer start product a couple of years ago and still using it. She is used for dry mouth."